Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose weas 275 mg/dl. The customer stated that he would treat himself with a lunch bolus. The customer expressed that he had been experiencing both low and high blood glucose levels. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that he would monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.